Event description:
Consumer called in to ask as he states this is a reasonable question. Consumer complains that the guard has delaminated from the base. He states that he has been using the guard for about three months and this just recently happened.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.